Event description:
It was reported that the user experienced a low blood glucose of 53 mg/dl, and the agent instructed the user to consume 15 grams of carbohydrates, wait 15 minutes, and recheck, though no glucometer confirmation was available. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no further assistance required. Investigation included review of the event details and completion of troubleshooting and education. Investigation of this case revealed no device malfunction or component anomaly reported, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.